Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat pulmonary arterial stenosis. Reportedly, the 6x20mm fox cross was inflated five times with rated burst pressure (rbp) at 18 atmospheres at the left pulmonary artery. The fox cross was then inflated four times at the right pulmonary artery, first inflation 8 atm, second to fourth were rbp. A balloon rupture occurred during fourth inflation. The fox cross was removed from the patient body and the procedure was successfully completed with non-abbott balloon. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.